Event description:
After post-dilating, a stent that was placed in the carotid artery, blood flow stopped in the vessel. The pt was a female. The target vessel was the carotid artery (side unk). There is no info about the target vessel characteristic. The rate of stenosis is unk. It is unk if the pt was pre-medicated. It is unk if the lesion was pre-dilated. An angioguard distal protection device was placed in position distal to the lesion. The lesion was successfully treated with a precise stent. Following post-dilation of the stent, no blood flow was observed under angiography. A suction catheter was used to remove debris from the filter basket and the flow recovered to normal. There were no neurological symptoms observed, and the procedure was completed successfully. The pt is now in stable condition.

Manufacturer narrative:
The product is not available for evaluation and testing. Add'l info to be submitted 30 days upon receipt.